Manufacturer narrative:
Device had unresponsive act and up buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, operating current test or verify battery out limit due to unresponsive buttons. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer's blood glucose was 46 mg/dl. Device alarmed a battery out alarm after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.